Manufacturer narrative:
The pump was serviced at the customer's location. The customer's reported condition of depleted battery was confirmed. Batteries were replaced on-site. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being addressed.

Event description:
Customer reported defective batteries on this colleague infusion device during biomed testing. This device was serviced onsite and the batteries were replaced. Although attempts were made by baxter to obtain additional info from the reporting facility, details were not available. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional info is available.